Manufacturer narrative:
Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
About a month prior to the date of this report, it was indicated the patient had ¿problems¿ with the device for two years. It was stated that every time the patient turned on the device, there was pain. The device was on low, but then it began to hurt and the patient turned it off. It was noted that it ¿hurt all around the stimulator.¿ it was further noted that the patient wanted the device removed. It was further reported that the patient complained about the device in (B)(6) 2011. It was noted the patient had pain when the device was turned on around the implant site. The device was off because it ¿caused too much pain.¿ information received as of the date of this report indicated the cause of the event was pain and a ¿non-functioning pns.¿ an explant of all the components was noted. No hospitalization was required. The patient outcome was unknown. Additional information has been requested, a follow up report will be sent if additional information is received.